Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3389s-40 lot# va07rcr, implanted: (B)(6) 2013, product type: lead. Event date is estimated.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that about a year after the first implant surgery the left lead was too short, started to tighten and caused pain. A lead revision was performed and the patient felt no more pain. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.